Event description:
Customer reported proximal needle free valve port leaked with backflow of blood through port. No report of harm to the pt. Further details of the event and the pt were requested but are unavailable. Set was saved and has been requested but has not been returned yet. Follow-up report will be filed if relevant info is obtained in the future.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.